Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04)- drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. The root cause of the reported issue is attributed to failure to follow instructions. Per master label the reported product is a single use instrument. Due diligence indicated that the product had been used many times over the past 2 years. Per IFU: do not reuse instruments or devices labeled for single use only. Reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents. The reported event is unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). E4: please reference report# mw5153995 this event was originally reported through the voluntary report form (FDA cars generated 3500-series form) by the event reporter. Please reference report# mw5153995 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the cannulated drill tip broke as the surgeon was attempting to place the anti-rotation screw at a fixed angle construct. Subsequently, the broken tip was retained and not removed. No other patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.